Event description:
The mother of the pt tested pt's blood glucose on suspect device and states that readings were high so she gave him extra insulin. The pt then had a seizure. The mother gave him glucagon, orange juice and milk. The paramedics were called, but he received no treatment from them.